Event description:
It was reported that a surgeon in (B)(6), has had a post-op bleeding rate of 50% over her last 20 cases. No information was provided to indicate the controller settings at the time of use or if there were coagulation issues with the wand. Additional requests for patient information and treatments for the post-operative bleeding have not been received. No other patient complications were reported as a result of this event.